Event description:
Boston scientific crm rec'd info that this implantable right atrial (ra) transvenous lead had dislodged. This lead was successfully replaced. To date, there have been no reported pt symptoms associated with this clinical observation.